Event description:
It was reported that the patient experienced presyncope at the time noise, which was previously reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up lead noise and an increase in capture threshold were observed. The device was reprogrammed. Patient monitoring will continue.